Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. A 2.25x20mm synergy stent was selected to treat an unspecified lesion location. The physician proceeded to implant the synergy stent; however, the stent was not on the delivery system. The synergy stent delivery system was removed without the stent. Angio was performed in attempts to located the stent and were unsuccessful. The physician look outside the patient for the missing stent and the stent could not be found. No patient complications were reported and the procedure was completed with a different device. The patient's status is stable. This product is only ous approved but it is similar to an approved u.s device.